Manufacturer narrative:
The device was not received for evaluation. Photographs of the pump were received. Examination revealed a fracture of the inlet tubing. However, without the benefit of analyzing the device, quality cannot confirm the reported complaint without examining the device under a microscope. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device did not work, since (B)(6) 2020. It was reported there was no fluid in the system. During surgery, a rupture of the tube near the pump was found. A new titan was implanted.